Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had a damaged passive planar blunt probe. The site had issues tracking the passive planar blunt probe. The site was also informed that they could try to cover one sphere at a time to see if it was a geometry issue and that they could potentially use it without that sphere if it was just one. There was no patient present when this issue was observed.

Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the planar blunt probe had passed verification and would not be returned for analysis.

Manufacturer narrative:
The instrument was returned to the manufacturer for analysis. Analysis found that the probe displayed a high geometry error. The divot error was normal.. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had a damaged passive planar blunt probe. The site had issues tracking the passive planar blunt probe. The site was also informed that they could try to cover one sphere at a time to see if it was a geometry issue and that they could potentially use it without that sphere if it was just one there was no patient present when this issue was observed. Additional information was received. It was reported that the planar blunt probe had passed verification and would not be returned for analysis.